Event description:
A patient reported experiencing inaccurate erratic results with an otp meter. The patient's blood glucose results were 52, 110 mg/dl. Tests were done within 10 minutes with a difference of 51mg/dl. Patient did not experience any adverse events. No further information has been reported. Note - customer's meter has segments missing awaiting a replacement. Customer is cleaning meter incorrectly.